Event description:
It was reported that while using a bd ultra-fine insulin pen needle, the needle broke off in the right side of the consumer's abdomen. The consumer went to an emergency department where he received an x-ray. The x-ray did not visualize the broken needle. No further medical interventions were provided and the consumer was discharged to home. Upon returning home the pt checked his blood glucose level and gave himself an extra dose of insulin. It is unk what his blood glucose level was or how much and what type of insulin he gave himself.

Manufacturer narrative:
It is unk if a sample is available for eval. Three attempts have been made to collect a sample, but all three attempts have been unsuccessful. A review of the device history record could not be performed as a lot number for this incident was not provided. If a sample is received, a supplemental report will be filed upon completion of the investigation.